Manufacturer narrative:
Device disposition presently unknown.

Event description:
On (B)(6) 2014 a mitroflow lxa21 was implanted. On (B)(6) 2018 the device was explanted and replaced with a crown cna23 aortic heart valve implant. No further information was received.

Manufacturer narrative:
The manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model # lxa23, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at (B)(4). The results confirmed that this valve satisfied all material, visual, and performance standards required for a lxa23 mitroflow aortic pericardial heart valve at the time of manufacture and release. Additional information received identified no further information is available. Because the device is not available for return and no further information is available the root cause of the event cannot be determined at this time. If further information is received the case will be reassessed. Fields changed.